Event description:
It was reported that the healthcare provider (hcp) could only aspirate "under 1 cc" from the cap (catheter access port). It was decided to keep the patient in the hospital and monitor. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The patient's system was primed and patient had been experiencing good delivery of therapy without adverse events since then. Patient was seen in clinic and was doing well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).